Event description:
Caller alleged false negative hcg results. Results as follows: customer received negative hcg results with the icon hcg cassette. Patient states that several home tests gave positive results. Blood serum was reported at 147.8 miu/ml.

Manufacturer narrative:
Lot number: hcg1080212, expiration date: 08/2013, controls: 25miu/ml, hcg urine lot: hcg120405-01, 25 miu/ml, hcg serum lot: hcg120130-02, 210.0iu/ml hcg urine lot: hcg120517-01, 219.3iu/ml hcg urine lot: hcg120409-01, 202iu/ml hcg urine lot: hcg120522-01. Summary of results: retention devices meet qc specification, details below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time (n=15). Correct positive results were observed when tested with 25miu/ml hcg serum control at 5 minutes read time (n=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=5). The 219.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=5). The 202iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=5). Customer's observation could not be reproduced in-house with control samples. Hcg urine and serum controls at cutoff level, and hcg urine controls at high levels were tested with retain products; results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Patient had a serum quant of 147.8 miu/ml, but hcg levels in serum are usually higher than in urine since it is not influenced by outside factors like hydration status or renal dysfunction. Unable to rule out that hcg levels in urine are close to cut off without patient specimen analysis in-house. As of (B)(6) 2012, 1 complaint has been reported against lot hcg1080212. Corrective action not required at this time.